Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. UDI #: (B)(4). Concomitant medical products: item #: 11-107005 / liner / lot #: 538770. Item #: unknown/ competitor head /lot #: unknown. Item #: unknown/unknown stem / lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2020 -00596.

Event description:
It was reported the patient has been indicated for right hip revision surgery 2 years post implantation due to dislocation and fractured shell implant. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported that patient underwent hip revision surgery 2 years post implantation due to dislocation and fracture of the constraining ring. During the revision it was noted that the liner was impinged against leading to fracture. Upon placing the new liner, the surgeon modified it with a bure then placed a large head for stability. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: a5; b2; b3; b5; b6; d7; g4; g7; h2; h6. D11 - medical products - ringlog self-tapping bone screw part: 103535 lot: 599830, ringloc self-tapping bone screw part: 103533 lot: 466980, ringloc self-tapping bone screw part: 103535 lot: 760830, and ringloc self-tapping bone screw part:103533 lot: 229270. Competitor universal c-taper adaptor sleeve part: 19-0000t lot: 47892103. Competitor biolox delta universal taper femoral head part: 6519-1-032 lot: 62963001.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the fractured slipped constraining ring associated with right total hip prosthesis. Failed right total hip revision with mechanical fracture of constraining ring of the acetabular component with localized metal staining of the tissues lining the joint space, general ebl 300ml, gray metal staining noted upon entry. The 2 halves of the constraining reinforcement ring for the acetabular liner were encountered and they were removed. The polyethylene liner was seen to have repeated occlusion of the trunnion against the posterior edge of the lip, which likely led to the fracture of the metal ring gave clues as to the posterior mechanical impingement and challenges of this construct. Femoral component well fixed, minimal slight rounded wear of the posterior trunnion. Synovial stained pseudocapsule removed, tissue debrided from cup which was left intact, liner removed. The 4.0mm oval bur was used to scope out a relief area of the posterior polyethylene bearing, still leaving about 2mm of thickness of polyethylene at the edge of the metal shell- biomet bearing shaved down to prevent further impingement. New modified liner and stryker biolox head placed without further complication. Postop xray indicate components appear well seated and articulate normally no complicating factors identified no acute findings. Fibrotic synovial capsule tissue with areas of foreign body giant cell reaction and pigment deposition, mild chronic inflammation, no necrosis or neutrophilic inflammation identified, gross analysis of implants. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported event was determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.